Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. A sales representative confirmed the reported symptom and replaced the device. There was no harm or injury reported. The device was received and evaluated by the manufacturer. The reported complaint was not duplicated, however, the event log was checked and the logs were not correctly recorded. So, a malfunction occurred in the main board then it was replaced. A visual inspection found that the outlet flow path was dirty so replaced. The software version was upgraded from ver3.5 to 3.6.